Event description:
A passeo-14 balloon catheter was chosen for treatment, but it was not possible to insert the guidewire into the lumen of the balloon catheter. Thus, the passeo 14 pta catheter was flushed for a second time with nacl. However, the nacl came out of the balloon lumen and a leakage was detected.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. During the technical investigation the reported complaint event could be partially reproduced. A 0.014 inch reference guidewire could be introduced into the guidewire lumen with no unusual friction. However, upon flushing the guidewire lumen, water emerged from the inflation port, indicating a potential leakage inside the device hub. Further preparation of the device hub revealed a damage of the inner shaft which has most likely been induced during the welding process. The most probable root cause for the complaint event is related to the manufacturing process. To prevent recurrence the respective internal departments were informed about this case.